Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements of greater than 200 ohms. No x-ray was taken. A revision procedure was performed where the out of range shock impedance measurements were able to be replicated. Subsequently the rv lead was surgically abandoned and a new lead was successfully implanted. The crt-d remains in service. No additional adverse patient effects were reported.